Event description:
Caller reported receiving a high reading with their family member freestyle meter of 452 mg/dl at 6:25 am. Caller's family member was unresponsive at the tme of taking this test. They had been given a dosage of 8 units of insulin the night before. Paramedics were called who tested the customer with their unk brand meter and received a reading of 28 mg/dl. The customer's family member reported that the paramedics arrived at 5:30 pm. The customer was then transported to the hospital and admitted. After this event, the customer's medication was changed; insulin treatment was stopped in the hospital, but has now resumed; and, an IV was provided to the customer.